Manufacturer narrative:
Product analysis #(B)(4):equipment used: video inspection system (m-80815), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex device was returned for analysis, in a dispenser coil, inside an open pipeline flex inner pouch, inside a sealed biohazard bag, and inside a shipping box. Damaged location details: the pipeline flex¿s tip coil is in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. The braid¿s distal end was not open and frayed, while the proximal end was open and frayed. The middle part was fully open. No bends or kinks were found on the pusher wire. No other anomalies were found. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ complaint was confirmed, as the returned pipeline flex braid¿s distal end was not open and frayed, while the proximal end was open and frayed. However, the root cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the vessel tortuosity was moderate, and the device was not placed in a vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. Therefore, a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment technique, delivering or retracting the delivery wire against resistance, or deploying or re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipeline was not placed in a vessel bend when it failed to open. Could not be opened even after re-retrieving.

Event description:
It was reported that during a neurovascular flow diversion procedure for multiple unruptured saccular aneurysms in the left cavernous sinus segment, the pipeline embolization device tip could not be opened despite multiple adjustments and retrievals. The device was replaced with another pipeline embolization device, which was successfully implanted. Angiography conducted post-procedure showed significant contrast agent retention. Dual antiplatelet treatment was administered. No patient complications have been reported as a result of this event. The patient's vessel tortuosity was moderate. The aneurysm max diameter was 3.6mm, and the neck diameter was 3mm. The landing zone was 3.6mm distal and 3.7mm proximal. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.